Manufacturer narrative:
Product was returned to the manufacturer. Investigation is not yet complete. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. A supplemental report will be filed as new information becomes available.

Event description:
The nurse observed the presence of a hair in the sterile blister pack of a 4web posterior spine truss system implant. The nurse decided to open another implant. There was no surgical time added. No patient involvement.